Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire became detached. Vascular access was obtained via the right femoral artery. The target lesion was located in a diagonal vessel. A non bsc 8fr introducer sheath and a non bsc 8fr guide catheter were placed. A non bsc guide wire was then advanced to the lesion and pre-dilatation was performed with a 3.0x15 non bsc balloon. A 3.0x18 non bsc drug-eluting stent was implanted in the lesion. A 3.5x10 non bsc balloon catheter was advanced and inflated twice. The balloon and wire were removed. A pt2 light support guide wire and a 2.0x12 apex balloon catheter were then advanced to the lesion. The pt2 light support was exchanged for the 185cm pt2 moderate support guide wire. The apex was removed over the wire and a 1.5x6.0 non bsc balloon catheter and a non bsc guide wire were introduced, but were unable to cross the lesion. The balloon and wires were removed and it was noted that the distal tip of the pt2 moderate support guide wire was detached. There were no attempts made to remove the wire fragment and it remains in an unspecified coronary vessel. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).